Manufacturer narrative:
The pin was discarded after the procedure and is not available for investigation. Two pins were used in this left tka. The second pin was approx 1 cm away from the infection site and exhibited no infection. It is unk at this point if a culture was taken of the infection or if any infections were in the hospital at the time of the original procedure. It was stated that there were no other infections from pts seen on that date.

Event description:
It was reported that the pt underwent a total knee arthroplasty using navigation pins on (B) (6) 2009. The pin site was continuously draining, but eventually sealed over. The pt came in on (B) (6) 2010, for a follow up, and it was noticed that the pin site was still draining. The pt was re-admitted on (B) (6) 2010, and underwent a debridement of the pin tract. The pt was given an unk IV antibiotic. The pt returned on (B) (6) 2010, for a follow up and the pin site was free of infection.